Event description:
It was reported that an asymptomatic patient presented in-clinic for a follow up, the device was found in backup vvi. A device download was performed successfully, and no backup vvi status was received. Device remains implanted, and patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.